Manufacturer narrative:
A ge representative evaluated the system and replaced the gib board and reloaded software and configuration files. System operates as intended. (B) (4).

Event description:
The customer reported the screen goes white and system locks up. No pt injury was reported.